Event description:
It was reported that during a lap cholecystectomy procedure that the surgeon used four devices during a single procedure and he experienced the same problem. I.e. Some staples just fell out open and some others did not properly close once applied. Moreover, the jaws slowly returned to their normal position. Only these two devices will be returned. The surgeon thus had to finish the case by using a new other device. No adverse patient consequences.

Manufacturer narrative:
Eval summary: the er420 instrument (a) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The er420 instrument (b) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.